Manufacturer narrative:
Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, severe scratched lcd window, missing address/serial label, cracked battery tube threads, and missing end cap sticker.

Event description:
The customer's mother reported via phone call that she fell while skiing and the insulin pump was scratched. The scratches made it hard to read the screen. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.